Event description:
This report is to cover the statement, "similar cases happened several times (around 3 times) in this year." It was reported by the reporter as below, during the guide wire crossing the lesion, the guide wire was inserted into the lesion. Then the physical tried to remove the guide wire from the lesion, however, the guide wire was fractured (separation) and the distal part of the guide wire remained in the patient's body. After that, the physician used a balloon catheter to withdrew the remaining distal part of the guide wire out from patient's body.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint specimen could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. If there is any further relevant information provided, a follow-up medwatch report will be filed.